Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
The threshold of the lv lead was at 3.8v at the 6-month follow-up. No action was taken and no adverse patient side effects were reported. Should additional information be provided, this event will be updated.